Manufacturer narrative:
The hill-rom technician found the ground terminal at the plug. He replaced the power cord to resolve the issue.

Event description:
Info received indicated the bed's ground impedance (resistance) is out of specifications.